Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen. There was no indication that the device caused or contributed to an adverse event. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim and discolored display screen which was difficult to read. The lens film was observed to be discolored. The lens film was removed and the display remained faded and discolored. The contrast was turned up to the maximum of 10 with no improvement. The display was replaced with a test display, and the test screen was fully functional with normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).